Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a cgm accuracy issue. Between 330am ¿ 510am, the patient¿s cgm was providing low values (no specified values were reported). The patient was wearing a betabioinics ilet insulin pump. No patient symptoms were reported at this time. The patient self-treated with orange juice and cupcakes. Despite treatment, the patient¿s cgm value was not rising. The patient did a bg meter reading, which was 591 mg/dl, while the cgm was reading low mg/dl. The patient called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 491 mg/dl. The patient was incoherent due to her elevated bg level. Ems did not provide the patient with any medication or treatment but stayed with her for an unspecified amount of time to monitor her. The sensor was also removed. The patient was ¿totally fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.